Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received no delivery alarms. The customer's mother reported that they tried to deliver insulin but the insulin did not come out. The customer's mother stated that they had high blood glucose of 580 mg/dl at the time of incident. The customer's mother declined to troubleshoot. The insulin pump will not be returned for analysis.